Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4) to (B)(4). Incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from (B)(6) 2010 to (B)(6) 2011. The UDI has been updated accordingly. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pretest assessments and no failures were identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined, and no problem detected. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact air drive device crashed. The reporter further clarified that the device stopped working. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. It was reported that there was no harm to the patient or the operator. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.